Event description:
Per the audiologist, the pt's mother reported that in 2008, she noticed the internal magnet had shifted out of the magnet pocket. There was no specific incident reported but the pt reportedly "has a tendency" to bang his head. Revision surgery was done in the same month. No further info had been reported at the date of this report, september 12, 2008.

Manufacturer narrative:
.